Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case was dented and contaminated, the lower case and bail covers were broken and contaminated, the battery release, ring cover, battery drawer and battery drawer o-ring were contaminated, the lead flex cover was corroded, battery contacts compressed and the keyboard scratched. The device was to be scrapped in-house. (B)(4).